Event description:
Facility emergency dept staff connected the equipment to a pt, data not reported, in a pacing attempt. Reportedly, the pacer "would not turn on". The observation or observations upon which this allegation was based was not reported.

Manufacturer narrative:
Section f:10 code 1439 not labeled. The local factory service rep. Observed proper equipment operation through full functional and performance testing. The equipment was returned to the facility for use.